Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data, which showed signs of material in the integrated multisensor technology fluidics module. The hsc also determined that the customer was using statspin express 4 and horizon plasmafuge-12 centrifuges that were set at 5000 rpm for 5 minutes. This set up is not within the tube manufacturer's instructions. The hsc recommended that the customer review the proper pre-analytical sample handling procedures provided in the tube manufacturers instructions for use. The cause of the discordant sodium results is unknown. The cause of the improper sample handling is failure to follow instructions. The customer successfully performed a routine clean and ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.